Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
During preparation for a medical procedure using a neuron 6f 070 delivery catheter (neuron 070), the hospital staff found that the neuron 070 was kinked upon removal from the packaging. The damage to the neuron 070 was found prior to use and, therefore, it was not used in the procedure. The procedure was completed using another neuron 070.